Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with both the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable pacing lead was returned from an unknown source with no information. Information identified in the online obituary indicated the patient died approximately seven days post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis performed only.

Manufacturer narrative:
No eval explain code.